Event description:
It was reported that during a urological procedure, the device showed intermittent activation and failed activation. The case was completed with a like device. No pt consequence was reported.

Manufacturer narrative:
Evaluation summary: the device was received in good condition. No visible damage was noted. It was concluded that there was a switch failure due to intermittent contact between the handpiece and the button assembly. The device was tested on a generator and no error codes were noted. We have documented the circumstances as they were reported to us. In addition, complaint info is trended on a regular basis to determine if further investigation is warranted. A batch record review was performed and no anomalies were found during the manufacturing process.